Event description:
It was reported that during testing by the manufacturer service technician, the device was found to be overheating during testing. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing by the customer at the user facility, the device was found to be overheating during testing. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.